Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015 during a procedure to implant a 28mm amplatzer amulet (acp2), the left atrial appendage was reportedly perforated by a 14f amplatzer torqvue 45x45 delivery sheath. The patient developed cardiac tamponade which was treated. Per report, the patient expired on (B)(6) 2015. The cause of death is unknown.

Manufacturer narrative:
Report updated to include reported cause of death.

Event description:
Per report, the patient expired on (B)(6) 2015 secondary to cardiac insufficiency.